Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving fentanyl (50mcg/ml at 7.481mcg/day) and bupivacaine (20mg/ml at 2.992mg/day) via an implanted infusion pump. It was reported that the patient was experiencing weakness. No cause was determined for the weakness and there were no factors that contributed to the event. No diagnostics or troubleshooting were performed. The decision was made to explant the pump and catheter on (B)(6) 2020 and the issue was considered resolved.